Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
When it was time in the surgery to open the patella. The circulator nurse opened the box and noticed the first peel pack layer was not sealed. The inner layer was sealed.

Manufacturer narrative:
An event regarding an opened pack involving a triathlon asymmetric patella was reported. The event was confirmed. Method & results: -device evaluation and results: the outer box, outer blister pack, inner blister pack, patella, and patient labels associated with the triathlon asymmetric x3 patella were returned for analysis. The outer blister lid was opened on three sides. The lid is wrinkled, which is consistent with the effect on the lid caused during the peel back action to open the blister. Examination of the outer blister shows there was evidence of a good seal on all four edges. The inner blister remained sealed with the patella within and there is evidence of a complete seal on all four edges of the inner blister, as stated by the initial reporter. -medical records received and evaluation: not performed as the event is packaging related and no adverse consequences were reported. -device history review: all devices were accepted into final stock met specification. -complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the outer blister was of this pack had previously been opened and patient labels torn off in anticipation and preparation for use of this product. The outer lid was wrinkled, which is consistent with the effect on the lid caused during the peel back action to open the blister. There is no indication there was an issue with the packaging itself. There was evidence of a full and complete seal on both the outer and inner tyveks. Communication with the sales representative indicated this product was on hospital consignment, meaning the product resided in the hospital inventory until the time of surgery. It is likely the component was subsequently not used during a previous surgery and the component was replaced in the pack and returned to stock within the hospital. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
When it was time in the surgery to open the patella. The circulator nurse opened the box and noticed the first peel pack layer was not sealed. The inner layer was sealed.